Event description:
The customer tested her blood glucose and received a contour reading of 236 mg/dl. She retested her glucose using another meter and the reading was 119 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer was unable to troubleshoot and ended the call. No product will be returned at this time.